Event description:
It was reported that the user¿s pump did not appear to charge while on the manufacturer¿s charging pad, remaining at a low battery level for about an hour, though a solid green indicator was present on the pad; upon further review of a photo provided during the call, the pump was observed charging and the battery percentage increased. Symptoms included no adverse clinical effects. Outcomes included continued use of the device without interruption. Investigation included remote troubleshooting and user education, with visual confirmation of charging status via an image. Investigation of this case revealed normal charger indicator function with intermittent or delayed charging status recognition that subsequently resolved, and no device alarms were reported. It was concluded, based on previously established findings for similar reports, that user interface or charging alignment factors were the most likely cause.